Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included fever, endomyometritis, cholecystectomy, peptic ulcer disease and myalgia. Previously administered products included for an unreported indication: mirena. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("stomach pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c, endometrial ablation- (B)(6) 2012 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2011. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysgeusia, migraine, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain lower, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date-2009 and (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: no CT evidence of appendicitis. Innumerable prominent lymph nodes within the mesentery. This may be seen in the setting of infection or inflammation. However, these are not significantly changed since the prior study of (B)(6) 2011. Fatty infiltration of the liver. Cholecystectomy clips, and few surgical clips in the pelvis. Coarse calcifications in the left lateral abdomen and right rectus muscle, unchanged.. Computerised tomogram pelvis - on (B)(6) 2011: no CT evidence of appendicitis. Innumerable prominent lymph nodes within the mesentery. This may be seen in the setting of infection or inflammation. However, these are not significantly changed since the prior study of (B)(6) 2011. Fatty infiltration of the liver. Cholecystectomy clips, and few surgical clips in the pelvis. Coarse calcifications in the left lateral abdomen and right rectus muscle, unchanged.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included fever, endomyometritis, cholecystectomy, peptic ulcer disease and myalgia. Previously administered products included for an unreported indication: mirena. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("stomach pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c, endometrial ablation-(B)(6) 2012 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2011. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysgeusia, migraine, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain lower, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date-2009 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: no CT evidence of appendicitis. Innumerable prominent lymph nodes within the mesentery. This may be seen in the setting of infection or inflammation. However, these are not significantly changed since the prior study of (B)(6) 2011. Fatty infiltration of the liver. Cholecystectomy clips, and few surgical clips in the pelvis. Coarse calcifications in the left lateral abdomen and right rectus muscle, unchanged. Computerised tomogram pelvis - on (B)(6) 2011: no CT evidence of appendicitis. Innumerable prominent lymph nodes within the mesentery. This may be seen in the setting of infection or inflammation. However, these are not significantly changed since the prior study of (B)(6) 2011. Fatty infiltration of the liver. Cholecystectomy clips, and few surgical clips in the pelvis. Coarse calcifications in the left lateral abdomen and right rectus muscle, unchanged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, weight gain, hair loss, lower abdomen pain, stomach pain, back pain,she did not undergo essure confirmation test. " were added. Lab data was added. Reporter, patient and product information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.